Event description:
The device was being used for thrombectomy of a "ptfe" dialysis graft. After using the amplatz thrombectomy device (atd) for one pass through the graft, it was removed and the distal tip was found to be separated. Per an incident form completed by the reporting hosp, another atd was used to complete the procedure and the pt experienced no further adverse sequela.